Event description:
We opened a high resolution channel scope for the procedure, hooked it up to the camera and light cord, adjust the settings and focus, everything looked fine. When the scope was placed into the patient's ventricle, details were not easily seen. We opened a second scope, and it worked fine.